Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, no insulin was seen exiting the infusion set tubing or cartridge tubing. There was no impact to customer's blood glucose. Reportedly, the customer changed the cartridge to address the event and insulin delivery was resumed.